Manufacturer narrative:
This report is for an unknown screws: distal humerus/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a patient had an allergic reaction to metal. The patient received the plate approximately ten (10) years ago. This report involves one (1) unknown screws: distal humerus. This is report 2 of 2 for (B)(4).